Event description:
Reportedly, the status led of the subject home monitor remains orange.

Manufacturer narrative:
Please refer to the attached analysis report - attachment: [20200605 - file-2020-00228 - analysis_and_closure_report_resp-2020-00642.pdf].

Event description:
Reportedly, the status led of the subject home monitor remains red.